Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed a red screen with error code 14677. There were no injuries or adverse events reported.

Manufacturer narrative:
Additional info: (event and adverse event problem) were updated to reflect no patient involvement. Device evaluation: returned device was received in good physical condition . No evidence of reported problem in event log was found. During the evaluation of the device a power up process, function log review. The customer reported condition was not confirmed. No fault found. Based on based on the downstream occlusions on event log after the error they may have had a thicker solution running, or just a problem with the setup causing drag on the unit. Problem source is unknown. . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed a red screen with errocode 14677. No patient involvement.